Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer accidentally delivered too much insulin. Reportedly, the customer delivered a bolus for an amount of grams of carbohydrates, but did not consume as much of the meal as they had intended. The customer called tandem technical support with assistance with cancelling the bolus. Tandem technical support verified that as the bolus had been delivered, the customer would be unable to cancel the bolus request. At the time of the reported event, the customer's blood glucose (bg) level was 83 mg/dl. To prevent an adverse event, the customer reported that cookies were consumed, and declined further follow-up from tandem technical support.